Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a hematoma. The patient also presented with a fever and a "bloody profanity fluid"  coming from the implantable pulse generator (ipg) implant site. The implant site appeared black. The patient experienced bradycardia. It was confirmed the patient had an infected pocket. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.